Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: corrected information - from information provided on the initial report section g1,2 - changed name of contact person to the current contact person and corrected spelling of manufacturing address in singapore. Additional information - not available/included in the initial report - manufacturer's codes: section h6 - added manufacturer's codes for: patient, device, method, results, and conclusion. Note: initial submission of this follow-up #1 - was returned from esg as "failed" therefore, this report was updated - to revised codes for method and conclusion. Additional information - not available/included in the initial report - manufacturer's product/complaint investigation is noted below. Since only the outer box was returned, without the lens or injector, product investigation could not be performed. No abnormalities were found in a review of the production and inspection records. From the investigation, we believe this issue is not product related. Additional information - not available/included in the initial report - risk analysis conducted on the product line and failure codes, as noted below: a review of the most recent complaint trending data for this complaint indicates no significant trends identified at the time, and no CAPA required as part of the product evaluation. This event can now be considered closed.

Manufacturer narrative:
Complaint evaluation details from qa (B)(4): only the emply outer box was returned without the injector and lens. (B)(4).

Event description:
It was reported that the surgeon ruptured the posterior capsule during lens manipulation in the left eye. Lens had to be removed and replaced with another model lens. Vitrectomy was performed.